Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. The infection developed after the angioplasty procedure. The physician stated the infection began at the access site of the femoral artery. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection (e.g. Device or access sites) and surgical conversion. Also was implanted pxt281418.

Event description:
In 2009, the patient was implanted with 2 gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date the following month, the patient was treated with a ptca balloon for a pre-existing coronary disease. The ptca balloon was inserted below the cut-down site from the previous endovascular surgery. Post operatively the access site for the ptca balloon became infected. The infection was treated unsuccessfully and spread to the common iliac artery and ultimately into the gore excluder aaa endoprostheses. Three months later, the physician removed the gore excluder aaa endoprostheses. According to the physician, the infection was caused by ptca. As of two weeks later, the patient is still hospitalized, but in a stable condition.